Manufacturer narrative:
Section a- date of birth and patient weight to be requested. Section d4: expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted overnight due to arrhythmia. The patient was status post and implantable cardioverter-defibrillator (ICD) shock in the morning. Routine log files were submitted for evaluation, and frequent pulsatility index (pi) events were recorded.

Manufacturer narrative:
A2/a4: patient age, weight, and dob provided b5: additional information h6: updated health effect-clinical, health effect-impact, and medical device problem codes. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient was admitted overnight due to arrhythmia. The patient symptoms were chest tightness, tachycardic, and general malaise. They were started on amiodarone and norepinephrine. Beta-blockade was held, and they were given metoprolol. The patient experienced decreased left ventricular assist device (lvad) flows, tachycardia, and low mean arterial pressures (maps). The arrhythmia was identified as atrial fibrillation (a-fib) with rapid ventricular response (rvr). They had some sustained ventricular tachycardia (vt). An electrocardiogram (EKG) showed supraventricular tachycardia with a right bundle branch block (rbbb). The patient had a known history of a-fib. The patient had experienced an implantable cardioverter-defibrillator (ICD) shock the following morning. The arrhythmia was not thought to be device related. The etiology was unclear, it was stated to possibly be due to high digoxin levels. It was noted that the ICD had been implanted in 2009, prior to the vad. Routine log files were submitted for evaluation, and frequent pulsatility index (pi) events were recorded. The patient had not received any shocks since and was still admitted for monitoring.

Manufacturer narrative:
D4: expiration date and primary UDI number, corrected h4: device manufacture date, corrected manufacturer's investigation conclusion: review of the submitted log files confirmed the reported decrease in flow; however, a specific cause for this finding could not be determined though this evaluation. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The controller event log file contained events from (B)(6)2024 through (B)(6)2024. One low flow flag was captured on (B)(6)2024 at 02:39:29 when the pump flow reached 2.3 lpm, but it did not persist long enough to result in an alarm. Of note, several pi events were captured throughout the file. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The heartmate 3 lvas instructions for use (IFU) lists potential adverse events, including cardiac arrhythmia, that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU also lists arrhythmia as a potential late postimplant complication. This document also addresses all pump parameters, and outlines situations that can result in low flow. Additionally, the heartmate IFU and patient handbook describe all advisory and hazard alarm conditions as well as the appropriate actions associated with them. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events, including cardiac arrhythmia, that may be associated with the use of the heartmate 3 left ventricular assist system. This section also addresses all pump parameters. The IFU also explains that the pi calculation represents cardiac pulsatility. Pi values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Section 4 of the IFU, ¿system monitor,¿ describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient conditions can result in low flow. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia as a potential late postimplant complication. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.